Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Customer technical services guided trouble shooting resolved the issue. A definitive root cause has not been determined to date for this event with the data provided.

Event description:
The customer reported that on (B)(6) 2011 a free thyroxine (ft4) no value result with an instrument generated flag was generated on the access 2 immunoassay system for one patient sample. The instrument flag was an indeterminate flag which is indicative of a result that cannot be distinguished from a system failure. The customer questioned the initial result as it was not an expected result based upon the patient's clinical picture. The patient sample was repeated on the same instrument but a result was not generated. Beckman coulter inc. Customer technical services advised the customer to recalibrate the instrument assay and repeat the patient sample with a different reagent lot. The initial ft4 no value result was not released from the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. Specific patient information, sample handling/collection and actual sample results were not provided by the customer. The customer indicated that instrument ft4 quality control results had recovered within the customer's established specification during the timeframe of the event. The customer did not report any issues with other assays and did not report further ft4 issues after troubleshooting was completed.